Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: therapy monitored volume failed performance specification that was encountered during rite functional test. The rite electrical safety analyzer test was performed and passed. The assignable cause of therapy monitored volume failed performance spec. Was determined to be piston foam is deteriorated. If additional relevant information is received, a follow-up will be submitted.